Event description:
It was reported that the patients ipg failed to charge. The patient underwent a device explant procedure. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred on the date of explant.

Event description:
It was reported that the patients ipg failed to charge. The patient underwent a device explant procedure. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.